Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a secondary curve formed on the delivery system and the tines of the leadless implantable pulse generator (ipg) deployed when engaging the deflection button prior to implant. An alternate system was used to successfully implant the leadless ipg. However, as the alternate delivery system was removed from the body, it also showed a secondary curve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned with the device intact in the sheath. The shaft is kink/buckle at 5.8 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. The deflection button is loose. The articulation is out of plane. If information is provided in the future, a supplemental report will be issued.